Event description:
Overdeliver reported. Side b of the pump was set to deliver ativan 8mg in normal saline 50cc at a continuous rate of 0.3 ml/hr with a 50ml volume to be infused, 3.0 ml bolus, 15 minute lockout, and a keep vein open rate was set for 0.8 ml/hr. Side a of the pump was set to deliver at a continuous rate of 110 ml/hr with a 2000 ml volume to be infused and a keep vein open rate was set at 0.2 ml/hr. The infusion was started at 1445, and the side b pump alarmed empty at 1700. The pt was called back to the hosp oncology division, where it was noted that the side b bag was empty with 51.0 ml infused per the pump display. The expected amount to be infused in that time period should have been approximately 6ml including one delivered bolus dose. On side a, an underdelivery was noted at the pump display showed 105.9 ml of hydration fluids had infused. The expected amount to be infused during that time period should have been 247.5 ml. The pt was sedated, but no further problems were noted. No treatment was required for pt sedation.